Event description:
On september 15, 2016, an nsk handpiece x95 ((B)(4)) was returned from a distributor to nakanishi for repair. There was a note with the handpiece describing the handpiece as overheating and burning a patient. On september 16, 2016, nakanishi contacted the dentist for more information. The information nakanishi obtained is as follows. The event occurred on (B)(6) 2016. The dentist was treating a tooth #2 lower left jaw using the x95, the patient received a 1cm diameter burn on the lower lip. The patient was under local anesthesia. The dentist said that no medical intervention was required. According to the dentist, there was no follow up necessary with the patient.

Manufacturer narrative:
Upon receiving the device involved in the adverse event, nakanishi conducted a failure analysis of the returned device: methodology used: a) nakanishi examined the device history record for the subject x95l device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. B) investigation of overheating: b.1) temperature sensors were first attached to the exterior of the device at various test points (i.e. Most proximal to the patient, testing point (1), and along points further towards the distal end of the device, testing points (2) through (4)). The test was set up to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each point. Nakanishi rotated the motor at 40,000 min-1, which is maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, without any load, and measured the exothermic situation. B.3) nakanishi observed abnormal temperature rises at test points (1) and (2) 300 seconds after the start. Temperature measurements 300 seconds after the start are as follows: - test point (1): 45.2 degrees c. - test point (2): 54.4 degrees c. - test point (3): 37.6 degrees c. - test point (4): 37.4 degrees c. The temperature testing was conducted for the full 5 minute evaluation. C) identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: c.1) nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed a crack and an abrasion on the rear side (head cap side) of the bearing retainer (ball retaining plastic part). Nakanishi also observed dirt on the inside surface of head cap. C.2) nakanishi took photographs of all of the disassembled parts and kept them in a file. D) conclusion reached based on the investigation and analysis result: d.1) nakanishi identified that the cause of the overheating of the returned device was due to frictional resistance generated by contact between the ball bearing part and the outer race (bearing outer metal part), which was generated by centrifugal action during rotation due to the broken ball bearing part on the rear side of the cartridge (push button side). D.2) a lack of maintenance causes the accumulation of dirt (abrasive powders/foreign materials) in the inside parts, which causes dirt/debris ingress into the bearing during rotation. This contributes to the handpiece overheating. D.3) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: d.3.1) nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. D.3.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of importance of checking the handpiece prior to use to prevent overheating, as instructed in the operation manual. The distributor did not disclose the patient identifier.